Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused malposition, fracture and perforation. The indication for the filter placement, procedural details and medical history have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Malposition was reported, due to the nature of the complaint the issue could not be further clarified and has been captured as filter tilt. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to malposition, fracture and perforation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation outside the inferior vena cava (ivc). The patient reported becoming aware of malposition, fracture within the vena cava, perforation of filter strut(s) outside the inferior vena cava (ivc) approximately twelve years and one-month post implant. The patient has also reported anxiety related to the filter. According to the medical records the patient¿s history is noted for cholecystectomy, hypertension, type ii diabetes, morbid obesity, hip surgery, back surgery, childbirth (five times), gout, hysterectomy, bilateral shoulder surgery and right femoral vein implant. The indication for the filter was deep vein thrombosis (proximal iliac) and bleeding (epistaxis) while on anticoagulation therapy. The filter was deployed via the patient's right femoral vein. It was placed immediately distal to the renal veins. The following day the patient presented to the emergency room with nausea, vomiting and dizziness. An abdominal x-ray was suggestive of malposition of the ivc filter in the right common iliac vein. The implanting physician was called to review the x-ray and when compared to the fluoroscopic images taken during the implant, the physician indicated that there was no change in the position of the filter. The results of abdominal computed tomography (CT) scan done approximately twelve years and one month after the index procedure indicate that the filter was in the right common iliac vein, one of the filter struts was fractured and some of the struts had penetrated through the wall of the ivc into the pericaval/mesenteric fat. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Malposition was reported, an incorrect or unintended position of the filter, as in migration or tilt. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data section a3: the patient is female. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of cholecystectomy, hypertension, type ii diabetes, morbid obesity, hip surgery, back surgery, childbirth (five times), gout, hysterectomy, bilateral shoulder surgery and right femoral vein implant. The indication for the inferior vena cava (ivc) filter was deep vein thrombosis, proximal iliac and bleeding (epistaxis) while on anticoagulation therapy. The filter was deployed via the patient's right femoral vein. It was placed immediately distal to the renal veins. The following day the patient presented to the emergency room (ER) with nausea, vomiting and dizziness. The patient was discharged three days later with a diagnosis of disequilibrium from labyrinthitis. An abdominal x-ray was suggestive of malposition of the ivc filter in the right common iliac vein. The implanting physician was called to review the x-ray and when compared to the fluoroscopic images taken during the implant, the physician indicated that there was no change in the position of the filter. The results of abdominal computed tomography (CT) scans done approximately twelve years and one month after the index procedure indicate that the filter was in the right common iliac vein, one of the filter struts was fractured and some of the struts had penetrated through the wall of the ivc into the pericaval/mesenteric fat. There was an incidental finding of non-obstructive right nephrolithiasis.   Additional information received per the patient profile form (ppf) states that the patient experienced malposition, fracture within the vena cava, perforation of filter strut(s) outside the inferior vena cava (ivc), anxiety and fear related to the filter. The patient became aware of the reported events approximately twelve years and one month after the index procedure.